Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: rinato. Guide catheter: bright tip 7f xb3. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and contrast in the inflation lumen, and loosely folded balloon. The distal shaft was bunched 4.7 cm distal to the guide wire exit notch for a length of 3 cm and 10.6 cm, confirming the reported damage. The distal shaft was also bunched 9.6cm distal to the guide wire exit notch for a length of 2 mm. The inner member was wrinkled proximal seal for a length of 2 mm. There was a bend in the hypotube 2.3 cm proximal to the guide wire exit notch. There were three bends in the hypotube distal to the strain relief tubing. Since this damage was not reported in the incident information, the bends in the hypotube may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. An indeflator, filled with water, was used in an attempt to inflate the balloon when fluid was observed leaking from a hole in the outer member at the proximal end of the bunched area on the distal shaft 4.7cm distal to the guide wire exit notch. The balloon was not able to inflate. After the distal shaft was dissected 5.7cm proximal to the proximal seal, a luer was attached to the shaft and an indeflator, filled with contrast diluted 1:1 with water, was used to inflate the balloon to the rated burst pressure with no damage noted. Factors that may contribute to a tear/hole in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the guide wire. Since there was no report of any leaks or damage noted during preparation for use, this suggests that the shaft was not likely damaged prior to use. In this case, it is likely that the catheter interacted with the mildly tortuous and heavily calcified anatomy during the multiple inflations, likely resulting in the tear in the shaft. An attempt was made to measure the inner diameter of the guide wire lumen; however strong resistance was met at the bunched distal shaft. The guide wire used in the procedure was not returned therefore it is unknown how it may have contributed to the reported difficulties. An attempt was made to backload a new .014in guide wire through the balloon catheter but there was strong resistance at the bunched distal shaft and the guide wire was not able to advance further. The design of low profile devices has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. An attempt to move the wire in this reduced clearance condition can cause the coils to bunch up, increasing the diameter of the guide wire, which in the extreme condition can cause coil overlap. If the resistance is not reduced and continued force is applied to the system, the result is permanent deformation of the wire and/or guide wire lumen. In this case, it is likely that an interaction with the heavily calcified anatomy contributed to the difficulties removing the guide wire and as resistance was encountered with the guide wire during retraction, this would contribute to the shaft bunching as there was no damage noted to the catheter prior to use or resistance during advancement over the guide wire which suggests a product deficiency did not contribute to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported difficulties appear to be related to the operational context of the procedure. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. All dilatation catheters are 100% visually inspected for damage and checked for proper guide wire movement on the manufacturing line.

Event description:
It was reported that the procedure was to treat a lesion in the proximal to distal circumflex with mild tortuosity and heavy calcification. The mini trek was advanced to the lesion and inflated three times at 12 atmospheres; however, the balloon ruptured on the third inflation. An attempt was made to remove the mini trek, but the balloon stuck with a non-abbott guide wire, 5-10 centimeters proximal to the guide wire distal tip. Removal was successful; however, it was observed that the distal shaft of the balloon was accordioned. Another balloon was used to complete the procedure. There were no adverse patient effects reported. No additional information was provided.